Event description:
It was reported that the device delivered inappropriate high voltage therapy due to a bigeminal rhythm. Abbott technical support was contacted to give reprogramming recommendations. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the device delivered inappropriate anti-tachycardia pacing due to a bigeminal rhythm. Abbott technical support was contacted to give reprogramming recommendations. The patient was stable and there were no adverse consequences.